Event description:
(B)(4). It started with painful intercourse with bleeding after intercourse. Then the bleeding would go on for days on end. Heavy bleeding. Periods were worse with more cramping than was normal for me. I was bloated all the time. I have hip, knee and leg pain frequently. Frequent headaches.